Event description:
A cartridge change error was reported with the pump, resulting in the customer's blood glucose level exceeding 500 mg/dl, although the specific value was displayed as "high." The customer administered a correction injection using a manual method and did not require third-party assistance. Technical support instructed the customer to inspect multiple components of the pump and assisted in filling and loading a new cartridge. The cartridge was successfully loaded, and the customer was able to resume insulin delivery.